Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an unexpected g5 mobile application shut-off occurred. Data was provided for evaluation. Data review confirmed the reported event of an unexpected g5 mobile application shut-off. The root cause was determined to be an app crash. No additional event or patient information is available. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.